Event description:
Additional information received on 2/12/2025 for report mw5165348 to update procode qfg.

Event description:
I am type 1 diabetic. I bolused too much insulin because of the way tandem diabetes displays the "insulin on board" on it's t-slim x2 insulin pumps. I went below 45 mg/dl glucose level before I could reverse it. Tandem's control iq adjusts insulin up or down based on its extrapolation of diabetics' glucose trend. When it adds glucose via bolus, it shows on the insulin on board (iob) screen, which is good. Here is the problem: when the pump predicts low glucose and decreases the basal rate to compensate, it starts tallying the decreased amount, but doesn't show it until the user boluses insulin for a meal. Then the pump subtracts the stored negative value from the value I bolused and it shows a zero or nearly zero in the iob window. So when I thought I bolused about three units, it showed iob insulin on board as near zero. A little later I was going to eat, but saw the iob of near zero and thought I had not bolused. So I bolused again, and this is how I ended up with dangerously low glucose level. I have been on the pump for five years and tandem never informed me of this behavior. It is very dangerous because I rely on that number in the window as the active amount of insulin remaining from the bolus. What tandem is doing is insane! This is a really bad practice and the FDA (food and drug administration) never should have approved it. It needs to be changed as soon as possible (asap). I wonder how many lows I, and thousands other diabetics incurred, by over-bolusing based on how tandem reports the insulin on board. This reading was a bit after I ate carbs to counter a low bolus, so the level of 43 was up from the actual bottom.